Event description:
Ventilator ceased cycling. Ventilator examined by respiratory therapist. Therapist writes "could hear the exhalation valve rattle as the pt was trying to exhale. No spontaneous or assisted breaths were delivered as pt was drawing a -10 to -20 h2op; examined and cleaned expiratory valve, but ventilator was removed from service. Visual and audible alarms were activated.